Event description:
It was reported the patient was implanted on (B)(6) 2014 and was having very odd symptoms. It was reported the patient ¿could not think,¿ and her ¿mind was a fog.¿ it was noted the patient¿s muscles were twitching and even her ¿speech was coming out, uncontrolled words.¿ it was stated there was pain in the abdomen, but the patient did not know if it was the pump or her colon. It was stated the symptoms were getting worse each day. It was later reported that, since implant, the patient had a blood clot around the pump and a ¿big knot¿ on her back. The knot felt like a bundled up washcloth when she laid on it and, in the week of the report, it became painful. The patient also had swelling in her stomach and impacted breathing since implant. Several nights in the last month, the patient had to sit up because she couldn¿t breathe. When the patient had swelling, she had a decrease in urine. In the week of the report, the patient went two days without using her personal therapy manager (ptm). The swelling remained, but was worse when she used her ptm boluses. On (B)(6) 2014, the patient was sick with vomiting and diarrhea. The rest of the week, she only at a little fruit but her stomach was still distended. At implant, the patient¿s kidneys ¿didn¿t want to work¿, but at the time of this report, they were doing fine. The patient¿s healthcare provider (hcp) thought that there may be a leak in the catheter. No one was getting back to the patient about this. She had some blood work done and her white blood cell count was extremely high and everything else also came back as abnormal. The patient previously had her dose increased twice. The device system was used to deliver morphine.

Event description:
Additional information received reported that the patient had bladder issues and the physician believed the system exacerbated the symptoms. The system was explanted on the day of the report. The patient's status at the time of the event was stated to be alive with no injury. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported since surgery, the patient's heart had "been reacting" and "we've changed medications" but, the medication in the pump was not working. "They [were] trying to put in so much medicine and each time it [would] deliver or not deliver at all. Since the surgery the pain was worse than what it was before. It was stated, the patient "should not be taking a turn for the worse after the surgery and it's getting worse and worse and worse". The patient had a note from a nurse at her hcps office stating "told us the pump was not being compliant accepting medicine". They were "getting the same dose out when they go to add". Last week on monday, they got all the morphine out and put the dilaudid in to try that. It "didn't go well because I've never had it bleed at the site". They tried about 4-6 different "shots" to try and even get it (the pump) to take it. It was noted "this one girl told me she's never had a problem like that; that it did not want to take the medicine". They tried "like 5cc" at that time and it would only take 2. The patient was having a problem with the morphine. It was shutting down her kidneys and everything else. It was noted, they were moving the patient's dose up rapidly. The patient had been in pain for 15 years and was comfortable with "moving up rapidly". The patient's hcp tried the patient on oral medication and the medication was "kind of helping what was break through break through pain [was] now just consistent". It helped enough to where the patient could walk to the lake area. It was noted, instead of increasing the dose, they put her on norco and gabapentin, and neither of them worked. It was further noted, in (B)(6), their hcp did a dye test because the patient had a lot of swelling in their back and there was a knot. The patient was told "I don't like that, it shouldn't be there". It was further stated "the monitor itself [has] gotten to where it's sending these little shocks. And it's every so often, but when it does, I can't explain it". The patient clarified "it felt like little shocks, like a little pin was being stuck about every 5 seconds and that might do it for 15 minutes and then that pain just runs around that lead into my side". It was stated "and that area [was] a burning type feeling".

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient's kidneys not working was possibly due to the patient having edema "really bad". It was noted that the patient did not have pain relief, her migraines were back, had pain in right side around the pump, was unable to go to the bathroom, had dizziness, was blacking out, had hit a marble counter at least seven times, and had blood pressure and heart rate that were "off". It was noted that the patient was recently in the hospital. The patient's symptoms reportedly had a gradual onset since implant were getting worse. The ptm use reportedly did no help the pain. The patient reportedly had an appointment with their doctor in two weeks. The hcp reportedly had changed the drug from morphine to dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).